Manufacturer narrative:
(B)(4). The event is currently under investigation.

Manufacturer narrative:
(B)(4). A review of complaint history, instructions for use (IFU), trends and documentation as well as mfg instructions with drawings. Quality control (qc) and specs were conducted. Product was not returned for eval. Complaint is confirmed based on customer statements and complaint history. The failure appears to originate from difficulties when advancing the sheath through the ureters. The flexor parallel ureteral access sheath has a hydrophilic coating to facilitate placement. The device is checked 100% for the device states on qc specs. This check includes a visual inspection for kinks, cuts, or other abnormalities on the sheath, and a check of wireguide insertion through the dilator to ensure a smooth transition. The inspectors are also instructed to check the rapid-release components for sharp edges or flash. We are unable to determine with certainty the root cause of the customer's reported difficulty. However, we can advise that the device can come off the wireguide if not oriented properly during placement. The appropriate controls are in place. Risk was assessed per quality engineer risk assessment (qera) and it was concluded that add'l action is not required at this time. We will continue to monitor for similar complaints and have notified the appropriate internal personnel.

Event description:
When placing a flexor parallel ureteral access sheath over a super stiff wire on a 44 y/o female pt with a pre-existing condition of left nephrolithiasis, the dilator came off the wire and created a linear tear after entering the ureteral orifice. This was not discovered until the flexible scope was inserted. As of (B)(6) 2015, the injury to the ureter appears to be healing well. There is to be a f/u to return to the operating room to repeat the procedure (left ureteroscopy with attempted laser lithotripsy).

Event description:
When placing a flexor parallel ureteral access sheath over a super stiff wire on a (B)(6) female patient with a pre-existing condition of left nephrolithiasis, the dilator came off the wire and created a linear tear after entering the ureteral orifice. This was not discovered until the fledible scope was inserted. As of (B)(6) 2015, the injury to the ureter appears to be healing well.